Event description:
Around 03:30 to 03:45, there was a power failure. The patient was on the synchrony bipap machine with a nasal mask. All lights went out and the bipap machine stopped working despite the fact that it was plugged into a red electrical outlet. The synchrony bipap machine does not have a backup battery. Also, there is no disconnect alarm when the power is out. The patient was awake and breathing on her own. We placed her on a nasal cannula and I began trouble shooting to see how I could resolve the situation. I changed the plug in for the bipap from a red outlet to a white outlet and was able to restart the bipap. After about 7 to 10 minutes, all power came back on. The patient is able to be off her bipap machine for short periods on a nasal cannula. She did not become distressed.